Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found; proximal conductor distorted, distal conductor blood/body fluid (not obstructed), damaged at implant.

Event description:
It was reported during the implant procedure, there was questionable damage as insulation noted to be coming out of tip when wire passed through. The lead was not implanted. No patient complications have been reported as a result of this event.